Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "door not fully latch error". The evaluation found that the threaded inserts were pulled from the front case, allowing material separation between the front case and mechanism assembly, resulting in excessive force required to close the door, causing door not fully latched alarms. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.